Event description:
It was reported that the coil was extending out of the catheter and the interlocking arm of the coil was detached. The target area was an aneurysmal segment in a moderate to severely tortuous splenic artery. A 8mm x 40cm interlock¿-35 was selected and advanced to treat the target lesion. During procedure, the coil was unable to advance completely to a non bsc diagnostic catheter. Intermittent flushing was performed. Upon pulling the pusher wire out, it was noted that the coil was stuck inside the catheter with part of it extending on the tip of the catheter to the main vessel. The physician attempted to push the coil into the body with other wires in the back end of the advancer wire but failed. The physician then removed the catheter with no incident. However, they did noticed that the interlocking arm of the coil detached inside the diagnostic catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the information received states intermittent flush was performed and a non-bsc diagnostic catheter was used. The dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The dfu also states that: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter.¿ (B)(4).